Event description:
It was reported that during an unspecified surgery, it was observed that the motor device was ¿overheating¿. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device overheated and then displayed e6 error. Therefore, the reported condition was confirmed. The cause was determined to be improper handling and use. If additional information should become available, a supplemental medwatch report will be sent accordingly.